Manufacturer narrative:
(B)(4). Date sent: 9/16/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "pe7"? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Does the surgeon believe the intra-operative bleed was related to an alleged deficiency of the device? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open thoracoscopic right middle and lower lobectomy (combined resection), around of the pulmonary vein in the middle and lower lobe were dissected, and traction was performed by suture. When it was approached from the peripheral side of the pulmonary vein in middle lobe by pe7 (a new one) with the support of suture traction, there was no electronic motor sound, and the device could not be fired. The jaws were opened, and it tried to clamp and fire again, but it couldn't. The sales rep who attended the surgery told the user to replace the device with a new one. According to the sales rep, the device was out of the doctor's direct line of sight when released the anvil from the blood vessel, so it looked like it was unintentionally pulled the blood vessel. Stress was applied to the central side of the pulmonary vein in the middle lobe, causing significant vascular damage from the bifurcation site of the pulmonary vein in the middle and lower lobe, which spread to the cardiac blood vessel and resulted in severe bleeding. A cardiovascular surgeon performed vascular anastomosis. An intraoperative salvaging autotransfusion was performed (an additional 50mm incision was made at the groin part for transfusion). The sales rep was attended the surgery in this case. According to the observing physician, the patient's advanced cancer caused hard lymph node to cling to around the blood vessel, so the blood vessel was not flexible, and it is thought that the peripheral side load at the time of release to affect the central side. After vascular anastomosis and recovery, the surgery was completed using the e3000. The blood pressure and red blood cell levels dropped significantly, but it was recovered during the procedure. The defective product was retrieved on site, and when the battery from the sales demo device was connected, the main body could be worked without any problems. As the battery did not work, a battery defect is suspected. The customer has requested a prompt investigation to determine the cause. The cartridge color was white. The procedure was converted from a hybrid vats to an extended thoracotomy (an intraoperative salvaging autotransfusion was performed) to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025. Corrected data: b1, b2, h1. Additional information was requested, and the following was obtained: please clarify what is meant by "pe7"? =>''pe7'' means pve35a .what was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Does the surgeon believe the intra-operative bleed was related to an alleged deficiency of the device? "What is meant by "pe7"? Pe7 refers to the powered echelon flex7. What was the pre and postoperative anti-coagulant protocol? Not clear. What was the pre and postoperative pain management protocol? Not clear. Was the bleeding intraluminal or extraluminal? Intraluminal. Any clips, clamps, or graspers near the area where the device was being fired? No. Please provide a timeline of events. The device could not be fired, and during the replacement with an alternative device, a vessel was unintentionally pulled and injured, resulting in bleeding. Due to the severity of the bleeding, a cardiovascular surgeon performed an anastomosis. The patient had no postoperative complications. Does the surgeon believe the intra-operative bleed was related to an alleged deficiency of the device? Please explain. Yes, because the event occurred during the replacement of the device. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.